Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 97 mg/dl with accu-chek aviva test strips and 178 mg/dl with accu-chek guide test strips. The customer reported having lotion on his hands.